Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive bleeding/menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, adenomyosis, paratubal cyst and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (laparoscopic assisted supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and menorrhagia to be related to essure. The reporter commented: right side- 4 coils. Left side- 6 coils. Discrepancy noted: dates of insertion: (B)(6) 2010 (per mr), (B)(6) 2011 discrepancy noted : essure removal date as per mr is (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: impression: status post essure tubal ligation without evidence for fallopian tube patency & without evidence for spillage of contrast within the peritoneal cavity.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia and dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: "previously reported event medical device removal replaced by event menorrhagia". New event added: dysfunctional uterine bleeding. Reporter,medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.